Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was reading inaccurately compared to the same meter. The reporter alleged readings of "12.9 and 11.5mmol/l" obtained within 20 minutes of one another. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (02/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the test strips were tested and found to have failed for control solution high. The meter passed testing and functioned properly; no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.